Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were explanted and replaced. No device malfunction suspected with ipg and lead. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty with the spinal cord stimulator, that it was not working well, that it gets hot, that the controls were not working and had charging difficulty. It was noted that the leads were nonfunctioning. The patient will undergo a revision wherein the ipg will be replaced. Device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty with the spinal cord stimulator, that it was not working well, that it gets hot, that the controls were not working and had charging difficulty. It was noted that the leads were nonfunctioning. The patient will undergo a revision wherein the ipg will be replaced. Device malfunction was suspected.

Manufacturer narrative:
Date of event : (B)(6) 2014. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.